Event description:
It was reported that the customer experienced an issue with touchscreen responsiveness, with the pump screen frozen and unresponsive to input. The customer indicated that their blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. Tandem technical support provided instructions for a pump reset, which the customer carried out successfully, resolving the issue with the screen.